Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a first obtuse marginal coronary artery. A 4.00x28mm xience skypoint drug-eluting stent delivery system (sds) was advanced; however, a dissection occurred and the sds was unable to cross to the lesion. A 4.0x28mm non-abbott des was used to cover the dissection. There were no reported adverse patient sequela and no reported significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to advance could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the calcified lesion during advancement, causing the reported failure to advance; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: patient codes 3160 and 4641 were removed and replaced with 4582 and 2199.

Event description:
Subsequently after the initial report had already been filed, it was reported that there was no dissection and that xience skypoint drug-eluting stent (des) failed to cross due to anatomy (calcified lesion). A non-abbott des was used to complete the procedure. There were no adverse patient effects. No additional information was provided.